Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the snare head would not retract completely. The device was returned with the snare head not fully retracted inside the sheath. When the handle of the device was manipulated, the snare wire advanced and retracted, however would not fully retract inside the sheath. The snare head, when advanced outside the sheath was misshaped and did not form a proper duck bill shape. When the snare wire was in the advanced position, there was an additional bend in the snare wire preventing it from forming a uniform duck bill shape. The misshaped snare wire was preventing the snare head from fully retracting. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill snare with one bend in the distal end of the wire. The snare wire was able to retract fully back inside the sheath. When the snare head was fully retracted, the snare head was within specification. An additional investigation was performed on the snare wire. The snare head was formed back into a duck bill by manipulating the snare wire. Once the snare wire was formed, the device would open and closed as intended, however the snare wire was still slightly bent. The sheath of the snare was removed to measure the position of the soldered cannula on the formed wire. The cannula appeared to be in the correct location with the proximal end within specification from the bend of the snare wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences for snare head retraction difficulties for cook acusnare polypectomy snare (asdb) devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook acusnare polypectomy snare. The user pushed the snare out of the end of the endoscope, but the snare was misshapen (not like a duckbill). It was looped and twisted. Another device was opened and used successfully. There was no reportable information at this time. The device was evaluated on (B)(6) 2018 and found to be difficult to retract. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.